Manufacturer narrative:
It was reported that the patient had chest pain 10 days after amulet device implant. The patient went to an outpatient department to complete relevant examinations and then went to the emergency department. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the physician considered that use of anticoagulation medication caused the pericarditis after the procedure. Also indicated that the subcutaneous bruising at the puncture site and pain symptoms were alleviated after anticoagulation medication was discontinued during the hospitalization. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. The reported hospitalization was due to pericarditis. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - amulet china pms, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 12f amplatzer torqvue 45x45 delivery sheath. An atrial fibrillation ablation was a concomitant procedure. On (B)(6) 2024, the patient had chest pain for one day, which worsened for 10 hours. The patient went to an outpatient department to complete relevant examinations and then went to the emergency department. The patient was hospitalized due to pericarditis. The physician considered that use of anticoagulation medication caused the pericarditis after the procedure. The subcutaneous bruising at the puncture site and pain symptoms were alleviated after anticoagulation medication was discontinued during the hospitalization. The patient was stable.